Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that during the hysteroscopy polyp removal procedure, the physician was not able to pull back the lasso/robe, because device resistant to pull back more. Therefore, a polyp was not burnt completely. It was further noted that one wire from the braid was noted to be broken. There was more pain to the patient reported due to the event.